Event description:
Pt was undergoing cardiac catheterization for placement of stent. The stent came off the guidewire while in the groin and remained in the femoral artery. The pt required surgical removal of the stent. Angioplasty was performed. The pt developed renal failure and required dialysis (hemodynamic) the following day.